Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, there was some externalized conductors noted on the right ventricular (rv) lead. No intervention was performed to resolved the event and the patient was in stable condition and will continue to be monitored.